Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head is falling off in mouth- oral-b [device breakage]. Case narrative: male consumer via phone stated that the oral-b toothbrush head was falling off of the oral-b toothbrush, model 3756, in his mouth. No injury was reported.